Manufacturer narrative:
No service was requested for this reported event. No samples were obtained for evaluation and no additional information was obtained in relation to this event. For this reason, steps could not be taken to determine root cause. A review of complaints for the last 12 months did not indicate any additional similar reports for this system. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that a handpiece stopped working during a procedure. A questionnaire was received from the surgeon stating the procedure was completed after converting to a small incision method. There was no patient harm.